Manufacturer narrative:
(B) (4)

Event description:
It was reported the lv lead impedance at implant was approximately 400 ohms. 4 days later the impedance was greater than 3000 ohms and stayed at that value. Follow up revealed the physician felt there was a connection issue with the lead and they were able to "reset it in the office." The reset went fine, but reported the patient was a "sick lady." Review of manufacturer's database revealed the patient had died. There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the lv lead impedance at implant was approximately 400 ohms. 4 days later the impedance was greater than 3000 ohms and stayed at that value. Review of manufacturer's database revealed the patient had died. Follow up revealed, the physician felt there was a connection issue with the lead and they were able to "reset it in the office." The reset went fine, but reported the patient was a "sick lady." The physician later reported the patient had gone to the emergency room with worsening heart failure. The patient later died of heart failure. The physician further reported there were no device or lead concerns related to the patient's death.